Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, the faradrive sheath was used for de novo parox. Atrial fibrillation procedure as usual. Normal preparation and flushing of the sheath were done. The sheath was introduced into the left atrium of the heart following the transseptal puncture. When aspiration was subsequently attempted, the sheath's valve unfortunately drew in air. Although the sheath was already inside the body, no air passed beyond the sheath shaft into the patient. Faradrive was exchanged and procedure was completed successfully. No patient complications were reported. Device is expected to return.